Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52 the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had loose component inside and won't communicate with pcu. It was mentioned that the pump module does not turn on and during preventive maintenance, the device did not appear virtually on the application. There was no patient involvement.

Event description:
It was reported that the device had loose component inside and won't communicate with pcu. It was mentioned that the pump module does not turn on and during preventive maintenance, the device did not appear virtually on the application. There was no patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, imdrf annex a, g, b, c and d grids.omit: a25 - no apparent adverse event (3189), b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available.